Event description:
The customer reported that the bedside pt alarms are not reported at the central station. There has been no report of pt harm/injury.

Manufacturer narrative:
(B)(4). The customer reported that the bedside pt alarms are not reported at the central station. There has been no report of pt harm/injury. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.